Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming no disposable pump won¿t run. The settings were reviewed reservoir volume 4.9ml, rate 2.2ml, given 97.15ml, the pump was turned off, and the tubing was clamped. The cassette was removed, and the tubing was massaged, and air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached, but the alarm returned upon startup. The process was repeated, but the alarm persisted. The pump was turned off, and the patient was to contact the clinic to report the event and obtain further instructions. Upon inspection, the cassette was found to be dry. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.